Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at at the lead site. Surgical intervention took place wherein the lead was explanted and the patient is taking oral antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. Oral antibiotics were administered to the patient to address the issue. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection has resolved.